Event description:
It was reported that stent damage occurred. A 24 x 2.50mm promus premier¿ stent was advanced multiple times but was unable to cross the lesion. It was then noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were noted and patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).